Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she was having issues with the sensor. During the call he mentioned in the morning when she woke up she experiencing low blood glucose of 38 mg/dl and her sensor reading was 100 mg/dl. Customer was aware why she was low and declined troubleshooting. Troubleshooting was performed for other issues with sensor and serter. She is not returning the sensor for analysis.